Event description:
Ethicon endoscopic stapler being used during laparoscopic gastric bypass and misfired. The physician removed stapler and requested the vendor be called to pick up stapler. Defective device paperwork filled out and device given to ethicon vendor. Manufacturer response for stapler, endoscopic stapler (per site reporter).